Event description:
It was reported that the leadless implantable pulse generator (ipg) device exhibited a pacing problem, loss of capture, and high impedance. The physician decided to put the patient on steroid and anticoagulation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated approximately eleven months later, the patient presented for follow up evaluation that revealed the leadless ipg calculated remaining longevity was equal to two months. The patient returned for another follow up check two days later, and at initial interrogation the device displayed remaining longevity was ten months. The physician performed a device test, did not change any parameters and before session closing checked the longevity which was equal to 2.5 years. It was also noted that the patient has high threshold from the implant due to it was impossible to find optimal electrical position in the heart than the one used. Additionally, in between the follow up checks the software in associated programmer was upgraded. Review of the additional information received indicated the associated programmer software upgrade corrected an issue in the programmer calculations of the expected remaining longevity of the leadless ipg. The leadless ipg remains in use, and the patient was scheduled for additional follow up check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via follow-up that the patient did not come in for the scheduled follow-up appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that at previous followup visit the leadless ipg was interrogated and found relatively short remaining longevity. The physician lowered lower rate, closed the session and asked patient to walk around for 5-7 minutes. After, the leadless ipg was interrogated once more. 2,5 years longevity appeared on the quick look screen. The patient had low intrinsic rate, so, the physician restored the initial leadless ipg settings and released the patient home.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the capture threshold trend data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.